Manufacturer narrative:
This medwatch is for suspect device in advantage system 1.

Event description:
Customer reportedly obtained results of 265 mg/dl and 282 mg/dl on advantage system 1 while testing 39 mg/dl on advantage system 2 within 10 minutes. Customer ate in response to the 39 mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.